Event description:
The customer reported multiple boluses in the bolus history that she says she never programmed. The customer also stated that some boluses that she does program do not appear in the bolus history. Troubleshooting was performed. The customer programmed a test bolus during the call, and it recorded properly in the bolus history. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.